Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were in the ICU because their oxygen level was low. The customer began to have issues with the keypad when they left the hospital. The customer neeeds to press the buttons a couple of times before it responds. It was also stated that the customer misplaced their belt-clip. The customer's blood glucose reading was 150 mg/dl. There were no significant events prior to the keypad issues. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.